Event description:
During a call on (B)(6) 2011, the (B)(6) nurse reported to the baxter (B)(4) technical service center that a patient had cloudy peritoneal effluent with something fluffy noted in the sample. The nurse advised the patient to consult with the physician. Concomitant medication was not reported. On an unreported date, the patient began dianeal therapy. During a follow up call on (B)(6) 2011, suspect products were specified as dianeal-n pd-2 1.5. The patient was a male in his (B)(6). On an unreported date, the patient began dianeal-n pd-2 1.5. On (B)(6) 2011, the patient was hospitalized for large intestine carcinoma. On (B)(6) 2011, during the hospitalization, the patient developed peritonitis. Unspecified antibiotics were administered. The patient outcome was unknown. Dianeal-n pd-2 1.5 therapy was unchanged and ongoing. The physician stated that the event of peritonitis was unrelated to dianeal-n pd-2 1.5. The physician indicated the event might be endogenous peritonitis due to immunosuppression from and progression of large intestinal carcinoma. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number is unknown, therefore no batch review was performed. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.